Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to recurring incontinence. The cuff was reduced from 4.5 to 4.0 in size. The pump and pressure regulator balloon were also removed. Subsequently, a new device was implanted, and there were no additional patient complications reported.